Event description:
Subsequent to the initially filed report, the following information was received: the pre-close technique was performed via an 8f sheath hole. Reportedly, a suture separation occurred when the plunger was removed. No additional information was provided.

Manufacturer narrative:
B3: date of event confirmed. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 17f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a suture separation occurred when the suture was placed. The sutures of two new prostyle devices were successfully pre-placed. The sheath size remained at 17f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.